Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Per reported event, we do not believe that the deive malfunction caused the reported event. We are reporting this MDR for notification purposes.

Event description:
It was reported that the intended surgical plan was to perform a tlif and a posterior spinal fusion. During the plif preparation, excessive bleeding occurred. Subsequently, it was determined that the aorta had been damaged during disc removal using pituitary. Emergency aortic repair was preformed with subsequent alif at l3-4-5. Posterior spinal fusin was completed two days later. No additional patient complications were reported.